Event description:
It was reported that during testing of an external pulse generator (epg), the ventricular output reads -8 ma (millamp) when set to 10 ma. It was also reported the ventricular output is not working properly. Device has to be set for less than 5 ma to get output to show up on analyzer then output shows up as - 0.5 ma or similar. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).